Manufacturer narrative:
Follow up call on (B)(6) 2016 indicated that the customer was able to load a new cartridge successfully and resume insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge 1 alarm after loading a cartridge onto the pump. Reportedly, the customer could smell insulin; however, did not see any cracks or damages on the cartridge. There was no impact to the customer's blood glucose level. Customer declined to load a new cartridge during the call with tandem's technical support.